Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 600 mg/dl which was treated with manual injections and insulin pump. The customer stated that the reservoir lip ring had broken and the labeling was rubbing off. The reservoir was able to lock in place. The auto mode was not active at the time of incident. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.